Event description:
Pt revised due to loosening of the patella.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify and evidence of product contribution to the reported event. The need for corrective action was not identified. Should additional info be received the investigation will be reopened. Depuy considers the investigation closed.